Event description:
Same case as: 2134265-2008-00338. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, chest pain is occuring. The pt is still experiencing chest pain. Add'l info has been requested, but not provided.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without analysis of the complaint device it was not possible to determine if the device exhibited any irregularities that may have contributed to the reported event. The exact cause of the reported event could not be determined ;therefore, the root cause will be documented as an anticipated procedural complication. A CAPA has been initiated to address this issue. The batch number is unk; therefore, a review of the mfg records and a similar complaints review could not be conducted.